Manufacturer narrative:
Specific sample collection device and centrifugation information has not been supplied to date. Qc and system check data have not been supplied to date. No results were generated from the second mis-loaded reagent pack and the pack was immediately removed from the system with hotline assistance. Per customer, a new operator had mis-loaded the accutni reagent pack. Service has not been dispatched to date for this event. Use error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) hotline to request assistance to remove a misloaded accutni reagent pack from the access 2 immunoassay analyzer. While troubleshooting with hotline, they discovered an additional misloaded accutni reagent pack on the system. The customer confirmed erroneously low ck-mb results were generated on two patient samples and reported out of the laboratory. The samples were repeated and results within normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.